Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the system has a startup failure. As a part of repair activity, the fse restarted the system and the system started normally and found no problem. After the restart, the system was returned to use in good working order. Additionally, the engineer suggested customer for service maintenance in order to conduct a detailed inspection but customer did not accept. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the device was not switching on. The system was not in clinical use at the time of the event. There was no reported patient or user harm. Philips has started an investigation of the complaint.